Manufacturer narrative:
Histological eval is completed. A review of the mfg & testing records confirmed that the lot met all quality specs prior to release for distribution. Histological examination of the returned piece is consistent with a graft implanted for a short time which exhibits localized areas of fluid ultrafiltration. This piece was too small for any further quality control testing. However the hospital also returned a piece of another graft from the same lot for testing. This unimplanted segment was sent for quality control testing including those tests for water entry pressure, fibril length, suture retention, burst pressure, wall thickness & internal diameter. The piece met all product specs. Further the unimplanted piece was analyzed by scanning electron microscopy. Typical node-fibril microstructure was seen. Gross sample observations: log# 3-1998-1: the sample consists of a 1.1 cm long segment of 4mm ID thin walled gore-tex vascular graft. In the center of the sample is a hemaclip which is removed. Removal of the hemaclip did not cause any noticeable damage. One end of the graft is slightly beveled. Blue monofilament suture material is noted at the heel of the bevel. Several empty suture holes are also noted along the bevel. The other end is somewhat jagged & appears to have been torn. The outer surface is clean. The graft wall is mottled with brown, tan/white & translucent areas. The luminal surface appears clean & free of blood or tissue deposition. A longitudinal cut bisecting the entire sample is identified as 3-1998-1a & submitted for histological eval. Log# 3-1998-2: the sample is 1.1cm long & 3mm wide. The semi-firm tissue mass is brown/tan in color. The sample is bisected & identified as 3-1998-2a. Histological observations: section 3-1998-1a: the outer surface is mostly clean, with only scant amounts of protein. Intermittently, the graft wall is devoid of erythrocytes, leukocytes or proteins. Other areas contain occasional to numerous erythrocytes in the interstices. With the exception of some proteinaceous material near the anastomosis end, the luminal surface is clean. No fibrin is seen in this sample. Typical node-fibril microstructure is noted & no bacteria are present. Section: 3-1998-2a: the sample contains a matrix of erythrocytes, leukocytes & proteinaceous material consistent with a thrombus. There is a small amount of fibrin within the sample. No bacteria are present. Summary: histological eval is consistent with a graft implanted for a short time which exhibits localized areas of fluid ultrafiltration. This is further supported by an absence of any fibrin & no flow lining on the luminal surface. Most regions of the graft displayed an absence of clotting. Typical node-fibril microstructure is apparent. The mass included with the sample is consistent with thrombus. No bacteria are present.

Event description:
A 4mm thin walled gore-tex vascular graft was initially implanted as a b-t shunt on 2/26/98; significant leakage through the graft wall was observed, pt was reopened 4 times, finally removed the graft on 3/9/98 and replaced it with a 3.5mm gore-tex vascular graft.